Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer has passed away. The cause of death was respiratory failure. The caller stated that the customer was in a hospital and then in hospice care. The caller stated that the customer did not use sensors. The caller stated that she had to disconnect the call and had to go. Later, she called back and stated that she did not want to provide any more details; she wanted to opt out of the remaining death report questions and just wanted to return the insulin pump. No further information is available at this time.